Manufacturer narrative:
Analysis of historical records: the device involved in this event has not yet been received by orthofix srl. Unfortunately also the lot number has not been made available and therefore it was not possible to perform the verification of the historical data. Technical evaluation: the device involved in this event has not yet been received by orthofix srl. Orthofix srl is strictly in contact with the local distributor to have the device concerned. The technical evaluation will be performed as soon as the device becomes available. Orthofix srl has requested further information on the event such as name of the surgeon, date of the initial surgery, patient diagnosis, patient information (age, sex, weight), patient current state of health, date of the device failure, details of the procedure done with the additional surgery, copies of the x-ray images (pre and post initial surgery and revision surgery), picture of the frame and device availability for the analysis. Unfortunately, this information has not yet made available. As soon as the results of the investigation are available, orthofix srl will provide a follow up report. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by local distributor indicates: product code: 54-1130. Body part to which device was applied: tibia. Problem observed during: into treatment/post-operative. Type of problem: device functional problem. Event description: "on (B)(6) 2022, extension plate 54-1130 got unscrewed which results in charge report on only 1 bone screw. This meant to osteolysis and infection on bone screw (see special notes on french version). Patient has to go on surgery again for bone screw extraction to clean the plea". The complaint report form also indicates: the device failure had adverse effects on patient. The initial surgery was completed with the device. The event did not lead to a delay in the duration of the surgical procedure. An additional surgery was required (performed on (B)(6) 2022). Manufacturer reference number: (B)(4). Distributor reference number: (B)(4).

Manufacturer narrative:
Analysis of historical records the device involved in this event was not returned to orthofix srl as it is still in use by patient. Unfortunately, also the batch number has not been made available and therefore it was not possible to perform the verification of the historical data of the specific lot. According to orthofix srl historical records, no other notifications have been received on this specific device code. Technical evaluation: the device involved in this event was not returned to orthofix srl as it is still in use by patient. The technical evaluation will be performed should the device become available. Medical evaluation: the information made available on the event was sent to our medical evaluator. Please find below an extract of the medical evaluations performed. "The three images sent all show the 4-hole post with no attachments, so it is very difficult to make a sensible comment about the stability of a construction. Really we need to see the post with the bone screw to enable us to assess the frame. The last information indicated that there were 3 bone screws at this level, all mounted on a 4 hole post, 2 on one. The degree of long term stability will depend on how the planes that the screws were in compare. Clearly there was something about the distribution of the distal bone screws that predisposed to loosening of the post. This would have been due to the geometry of the frame, and not due to any problem with the posts or fixing bolts". Conclusion: a technical evaluation of the complained device was not performed as the device is still in use by patient. A complete medical evaluation of the case was not performed as no information about the medical procedure, diagnosis and x-ray images have been made available. Considering the information provided on the event, it was not possible to finalize the investigation and determine the root cause of the problem complained. The analysis of the historical data evidenced that no other notifications have been received on this specific device code. In case further information and/or the device used are provided, orthofix srl will promptly re-open the investigation on the case. Orthofix srl continues monitoring the products on the market.

Event description:
The information provided by local distributor indicates: product code: 54-1130. Body part to which device was applied: tibia. Problem observed during: into treatment/post-operative. Type of problem: device functional problem. Event description: "on (B)(6) 2022, extension plate 54-1130 got unscrewed which results in charge report on only 1 bone screw. This meant to osteolysis and infection on bone screw (see special notes on french version). Patient has to go on surgery again for bone screw extraction to clean the plea". The complaint report form also indicates: the device failure had adverse effects on patient the initial surgery was completed with the device the event did not lead to a delay in the duration of the surgical procedure an additional surgery was required (performed on (B)(6) 2022). On august 22, 2022, orthofix srl received the following additional details: name of the surgeon: dr. (B)(6). Date of the initial surgery: (B)(6) 2022. Date of the device failure: at the beginning of (B)(6), the second surgery was the (B)(6) 2022 (you have to know that from the (B)(6), and the (B)(6), the surgeon had to tighten 2-3 times the extension plate, because it wasn't tight well). Code of the device used to replace the truelok post, if any: no replacement, he just tightened it again. Confirmation that only one bone screw was removed from the patient while the rest of the frame was left on patient. On august 23, 2022, orthofix srl received the following additional details: the batch number of the device is not available. It was provided some pictures of the frame which represent the frame after the surgery of (B)(6), and before a third surgery performed in (B)(6). Now the frame is different as another surgeon (different form the one who performed the first and second surgery) added a ring in the proximal tibia and more bone screws and three wires. On august 24, 2022, orthofix srl received the following additional details: "I don't have any picture with a bone screw attached to the tl post. Actually, this surgeon are not taking pictures of his frames, and I wasn't here for the surgeries to do so. Please note that there were 2 bone screws on the faulty tl post, and another bone screw in another tl post". Manufacturer reference number: (B)(4). Distributor reference number: (B)(4).